Event description:
Mattress cover is delaminating.

Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the center and foot end of the mattress cover and peeled away from the cover. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. This was the second complaint involving mattress cover delamination. This report is identifying mattress 2 of 3. A sales rep visited the facility. While there, they were notified of the mattress covers. The rep questioned them on the cleaning technique and they use a universal cleaner ((B)(4)) for their mattress protocol. New mattresses were delivered on (B)(4) 2013. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.